Event description:
Patient reported that the audio bolus button is missing from the pump, and the up and down arrows and the ok button take several presses to get a response. Customer service advised patient to use caution operating the pump and if the delivery of insulin is disrupted from the button issue, to discontinue pump therapy and contact hcp for back-up plan guidelines/insulin/syringes. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
The pump has been returned to animas for evaluation with the following findings: testing confirmed intermittent responses to button presses on the 'up', 'down', 'ok' and 'contrast' buttons. Multiple button presses are required before the buttons will engage. No visible damage on the keypad. Removed keypad cover to check condition of the button contacts and noticed contamination was present under the contacts of all buttons. Also confirmed the bolus button cover and plug is detached from the pump, exposing the internal contact. The bolus button was found to be defective but is functional. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.